Event description:
Needle punctured the scope "as per cc form": eus hepatico- gastrostomy "as per update cc form": got to stomach. The needle punctured scope approx 3cm from tip in flexible part of scope. Photo attached. Complaint device was returned and evaluated on (B)(4) 2022: (B)(4). Visual inspection: - 1 device returned used . Functional inspection: - sheath extender able to advance and retract without any issue. - needle handle unable to advance. - unable to remove stylet from the device but unable to twist off. 357682-2 to 357682-8 visual inspection: - device returned sealed in its original packaging. Functional inspection: - needle handle able to advance without issue. - stylet able to be retracted from device without issue. Lab re evaluation conducted on (B)(6) 2022: -stylet removed from device. -proximal kink observed below the sheath extender. -distal kink observed appox 5cm from stylet tip. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Are images of the device or procedure available? Yes. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. If the device is a procore needle, is the device damage located at the notch / core trap? N/a. If no, please specify where the damage is located: _____________________ was gaining access to the target site difficult? No. Was the device used in a tortuous position? No. Was puncture of the target site difficult? No. Please describe the anatomical location of the intended target site - stomach. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. N/a. Please describe the size of the intended target site. Liver through stomach if not with the device in question, how was the procedure performed and/or finished? Echo-19 needle was used. Was the device damaged in packaging prior to removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. Did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? N/a. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure, same day. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.) No. If yes, please specify what was observed and where on the device it was observed. N/a. What is the scope manufacturer and model number that was used? Aquilant eus scope model: eg-580 ut. Was resistance felt while inserting the device through the scope? No. Was the scope recently serviced / repaired? No. When was the issued with the product noted? On advancement of the needle. Was the syringe used during the procedure, after the stylet was removed? N/a. Was difficulty experienced while retracting the needle? No. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was the stylet partially removed when advancing the needle into the target site? No. How many samples were obtained (passes completed) with this needle? Nil. Did any section of the device detach inside the patient? No. If yes, please specify: was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? N/a. Rep update (B)(6) 2022 can the confirm the ultrasound endoscope and device were straight when the needle was advance ? The scope was not straight, there was a loop in the scope. Can they confirm the device was attach the accessory channel during needle advancement ? Dr can¿t remember.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
This report is being submitted as a cancellation report following investigation conclusions there was no potential for serious injury if the malfunction were to recur.

Event description:
This report is being submitted as a cancellation report following conclusion of investigation on the (B)(6) 2022. File has been re-assessed based on the investigation conclusions.